Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) was hospitalized due to oversensing and asystole of about five seconds. Upon check up, myopotential noise was observed in the right ventricular (rv) and right atrial (ra) channel with evidence of pacing inhibition. Both rv and ra leads were explanted along with the device, after which noise episodes were no longer observed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.